Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this rv lead was explanted and replaced due to exhibiting high ventricular rate and noise. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.